Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 33 shocks and multiple bursts of anti-tachycardia pacing (atp) due a suspected supraventricular tachycardia (svt) or atrial tachycardia. Technical services (ts) was consulted and discussed stored episodes as well as available programming options. This device remains in service. No additional adverse patient effects were reported.